Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the event code was logged in the device¿s memory. Physio replaced the device¿s main keypad assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.   Based on the information available, physio-control has determined that it¿s reasonable to conclude that the likely cause of the reported issue was that the shock switch located on the main keypad assembly was out of tolerance due to excessive resistance.  When this issue occurs, an event code will be logged in the device's memory following a failure of the device to deliver defibrillation energy.

Event description:
The customer contacted physio-control to report a non- critical issue with their device. There was no report of patient use associated with the reported event. During evaluation of the device by physio-control, a critical error code was found logged in the device records. This error code may indicate that the device would not be able to deliver defibrillation therapy, if needed.

Manufacturer narrative:
Physio-control evaluated the customer's device and was able to verify the critical error code in the device's keylog. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report a non- critical issue with their device. There was no report of patient use associated with the reported event. During evaluation of the device by physio-control, a critical error code was found logged in the device records. This error code may indicate that the device would not be able to deliver defibrillation therapy, if needed.